Manufacturer narrative:
One photo was provided. It shows a syringe with no packaging flow wrap, no barrel label and the plunger rod-rubber stopper is up to the retaining ring. The barrel is damaged at the middle part. It has a deep gouge in the side. This was likely induced by a jam during the assembly process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd posiflush¿ syringe barrel was damaged. The following information was provided by the initial reporter: during opening the unit package, it was found that no solution was pre-filled in barrel and barrel damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ syringe barrel was damaged. The following information was provided by the initial reporter: during opening the unit package, it was found that no solution was pre-filled in barrel and barrel damaged.